Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding was most likely patient movement since the bleeding started occurring after nurse turned the patient to get her off the bedpan and immediately afterwards noted significant bleeding and hematoma to right groin. E4 should have been left blank on manufacturer device report 1220648-2024-24511.

Event description:
Us complainant reported the patient was on impella cp support due to st elevated myocardial infarction (stemi). While on support, significant bleeding and hematoma to right groin was noted. Dressing was removed and manual pressure for approximately 55 minutes and no further bleeding was noted and hematoma was softer and not increasing in size. Dressing applied with angle matching. The doctor decided to explant at bedside due to risk of rebleeding and because patient had been weaned down to p2 and remained stable. Manual compression held to achieve hemostasis. The patient survived the event.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿